Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 121-161mg/dl fasting. Verified the strips expire 01/22/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 129mg/dl and 131mg/dl fasting. Reviewed meter memory: see scanned table.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 121-161mg/dl fasting. Verified the strips expire 01/22/2018. Customer confirms the strips are stored properly and was first opened on (B)(6) 2015. Customer performed back to back blood test, 129mg/dl and 131mg/dl fasting. Reviewed meter memory: (B)(6).

Manufacturer narrative:
Product not yet evaluated. (B)(4).